Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects (white foreign material) in the air/water (a/w) tube and air/water (a/w) cylinder, and the light guide (lg) lens showed signs of corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event ¿light guide (lg) lens corrosion¿ was caused due to a component failure. However, the cause of the foreign objects (white foreign material) in the air/water (a/w) tube and air/water (a/w) cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.